Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a meniscal repair surgery, the t2 of the fast-fix fell off, t1 remained in the meniscus. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirms the reported batch number and product number. The actuator has been fully triggered. The anchors are detached from the needle. No physical damage visible to the imaged device. The image shown in surgery shows the t2 anchor not penetrated behind the meniscus, but in front of. A visual inspection revealed the device was received outside of original packaging. The anchors and suture were returned detached from the device. The actuator was fully triggered. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. T2 was already deployed upon receiving the device. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.